Event description:
As reported: nurse reported she found bed wet, and determined that it was coming from the curlin tubing at the filter. Did not think it had been leaking long. Bag had been hanging greater than 24 hours and was a 96 hr bag of dobutamine. No injury occurred as a result of this complaints.

Manufacturer narrative:
The device was not returned for eval. The lot number and catalog code is unk. This complaint was not confirmed.